Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a trial patient with an external neurostimulator (ens). Consumer reported there was blood on the dressing on their back. Their improvement was better the day prior to the report than it was on the day of the report. Patient reported it felt like the leads may have come undone a little. Patient was still able to feel stimulation. Patient also reported the tape was driving them crazy and they were ready to have the leads removed. They were reportedly still happy with the results. No further complications anticipated.